Event description:
A patient reported difficulties obtaining a full charge on his ipg. The bsn representative analyzed the patient¿s database and confirmed premature battery depletion. The physician has recommended an ipg replacement.

Manufacturer narrative:
The explanted ipg passed visual, photographic imaging, electrical and performance tests done. The complaint of difficulty charging was confirmed. Depletion rate with stimulation turned off was slightly higher than expected. It was determined this slightly higher than normal current drain was from the analog/digital ic section of the ipg electronics. It could not be determined conclusively, which ic is the root cause of the failure as both components are covered in glop top which makes test points inaccessible, and troubleshooting to specific component level is not possible.

Event description:
A patient reported difficulties obtaining a full charge on his ipg. The bsn representative analyzed the patient's database and confirmed premature battery depletion. The physician has recommended an ipg replacement.